Event description:
It was stated that the device was alarming on start-up. The fault occurred during testing and the outcome of the event was resolved. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked downstream occlusion (dso) seal, and a worn upstream occlusion (uso) seal. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem. The cracked dso seal and uso were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.